Event description:
It was further reported via voluntary medwatch (B)(4). The procedure was elective. The lesion was calcified and predilated with a balloon catheter. All supplies, drapes and the floor were checked and siphoned by more than one staff.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 16mm x 2.50mm ion stent was advanced to the lesion, however the stent did not cross the lesion. When the stent delivery system was removed, the stent was no longer found. During x-ray, the physician was able to spot the stent in the guide catheter. When the guide catheter and wires were removed from the patient, the stent was no longer in the guide catheter. The patient has undergone x-ray from head to toe but still not able to locate the stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).